Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned the implant site of the ins was a little too far for their arms to reach and the pt had trouble reaching the ins to charge the ins since implant date. Pt mentioned they had recent surgery where they had a new back fusion. The previous back fusion had been taken out and replaced with another fusion. Pt said they were cut from the top to the bottom. Pt said surgery had occurred on (B)(6) 2022 and was the most painful surgery of the 12 back surgeries they had in the past. Pt said now, since the surgery, the ins was tilted outward and would only charge if they held their hand on the recharger antenna (rtm) coil. Pt said they had not charged their ins for about 10 weeks and just went to charge their ins for the first time since their surgery today. Pt said they had a hard time getting the rtm to stay connected to the ins. Pt said the charging session kept "going off and on." During the call, the pt was recharging good and the ins was in the red; controller was charged at 80%. Pt said the ins had remained in the red and the controller had decreased from 100% to 80% in the 30 minutes they were charging the ins. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.